Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test fail code 50. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed and found same reported issue. The fse then stated that the motor control pcb was required for testing purpose. The fse then stated the customer had spares in their stock so they replaced the part on their own. The fse also stated that the unit was then working ok.

Event description:
N/a